Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin.